Event description:
The manufacturer was contacted in reference to the voluntary field safety notice or recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a philips respironics e30 with humidifier device. The manufacturer received information from the patient alleging death. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.